Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained over-sensing episodes related to non-sustained ventricular tachycardia with a rate detection issue. Also, the non-sustained ventricular tachycardia was being falsely reported as a supra ventricular tachycardia due to improper bigeminy diagnosis. No interventions were made. There were no patient symptoms reported.